Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump display went blank. Leading up to this, customer had changed the battery, after receiving a low battery alert. No relevant physical damage or exposure to moisture was noted. Customer declined troubleshooting at the time and was advised to change battery as soon as possible. Nothing further reported.